Event description:
"Situation: leaking arterial line connector tubing. Background: arterial line placed in patient, when connector tubing attached, leaking blood from tubing at connection site, area cracked. Assessment: defective tubing. Plan: packaging was discarded, placing report for tracking purposes." Manufacturer response for bd statlock arterial connector, bd statlock arterial connector (per site reporter). Ongoing issue.